Manufacturer narrative:
Complaint (B)(4). Received 1rk 454334/b20073gy for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A check of quality, product, and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. All tubes were filled evenly and consistently with zero underfilling to be observed. No kickback nor leakage from the cap/tubes could be detected. The complaint could not be duplicated.

Event description:
Customer states experiencing vacuum issues with tubes. The tubes do not fill all the way and the vacuum does not seem to last. This is occurring at multiple sites. Straight needles and butterfly needles are being used. A discard tube is used when using a butterfly. Customer states that phlebotomists are not holding the tube in the holder with their thumb until the tube is completely filled. Customer advises none of the phlebotomists have ever had to do this in the past. The tubes will not stay on the needle (backend needle). When the tubes come off, all vacuum is lost and they need to get a new tube. This is occurring with the entire team of phlebotomists. The vacuum issue is with all of the tubes. None of the tubes will hold vacuum if removed from the needle. Some tubes fill all of the way and some only fill halfway. Customer states tops (tube caps) leak blood from the needle puncture when removed.